Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial driven arrythmia with rapid ventricular response (rvr). Technical services (ts) discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.